Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep was not able to connect to left rechargeable implant, even after using 2 tablets. They were able to read the right implant without issue. The patient programmer (pp) showed in the box message. They used the clinician programmer (8840) to connect to the ins to reprogram. Prior programming was supplied by the managing physician. After reprogramming the patient, the rep exited the 8840 session and was able to connect to implant with patient programmer. Rep then used the clinician tablet and now she is able to connect to the implant. The patient was going to get programmed to help tremors. The issue was resolved. The cause of the connection issue was not determined.